Manufacturer narrative:
In the case description, the user mentioned receiving a memory corruption alarm on their controller, resulting in the user having to reset the device. After resetting the device, the user experienced hypoglycemia after incorrectly inputting settings into the controller, including the user input basal rate, insulin sensitivity factor (isf), insulin to carbohydrate ratio, target estimated glucose value (egv), and correct above value. Cloud data for the period of 24aug2025-31aug2025 was downloaded and reviewed. Review of the cloud data found that a controller with serial number (B)(6) was in use during this time period and was initially being used with a user input basal rate of 40 pulses/hour (2 units/hour). The user input basal rate then decreased to 20 pulses/hour (1 unit/hour) at 11:44 on (B)(6)2025. Review of the patient history buffer (phb) data found that during this time period, the user's target egv was initially 130 mg/dl which then increased to 140 mg/dl at 20:39 on (B)(6)2025, further increased to 150 mg/dl at 06:49 on (B)(6)2025, decreased to 120 mg/dl at 08:29 on (B)(6)2025, and then increased to 130 mg/dl again at 15:54 on (B)(6)2025. Review of the pod history data found that during this time period, the upper egv was initially 130 mg/dl which increased to 180 mg/dl at 20:43 on (B)(6)2025, further increased to 200 mg/dl at 08:25 on (B)(6)2025, decreased to 180 mg/dl at 08:30 on (B)(6)2025, before being decreased to the original value of 130 mg/dl at 15:54 on (B)(6)2025. Initially, the user's isf was set to 70 mg/dl before being decreased to 15 mg/dl at 20:43 on (B)(6)2025 and was then increased to 70 mg/dl at 15:54 on (B)(6)2025. Additionally, the insulin to carbohydrate ratio was initially set to 13 grams/unit of insulin before being increased to 15 grams/unit of insulin at 20:43 on(B)(6)2025 and then changed back to 13 grams/unit of insulin at 15:54 on (B)(6)2025. Review of the phb data found that during this time period, the system was primarily operating in automated mode appropriately adjusting the microbolus amounts based on egvs and user inputs. Additionally, the device appropriately suspended insulin delivery in automated mode when egvs were below 60mg/dl. While in manual mode, the system was correctly delivering the user's input basal program regardless of egvs received until insulin delivery was suspended. While insulin delivery was suspended, the system correctly stopped delivery of basal insulin, as indicated by the total pulses delivered count tracked by the pod not increasing during the suspension period. It could not be conclusively determined if the user input the incorrect settings after the controller was reset from a memory corruption alarm based on the cloud data. The exact cause of the reported incorrect settings input by the user could not be determined. Review of the pod history data did not find any memory corruption alarms generated, however these alarms would not be seen in the cloud data. The presence and cause of a memory corruption alarm could not be determined.

Event description:
A patient reports while wearing a pod they had received a corruption hazard alarm from their personal diabetes monitor. The patient reports they had lost their settings due to the hazard alarm received. The patient reports their blood glucose level had decreased to 20 mg/dl as the they had put incorrect settings into their personal diabetes monitor. The patient reports having a loss of consciousness. As treatment, the patient received a glucagon injection. While on this call the patient was assisted with entering their settings into their controller.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported loss of consciousness. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.